Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Conclusions - examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear and deformation of the device was noted. A conclusive root cause of the event could not be determined. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01150 / 01189 / 02844).

Event description:
It was reported that patient underwent a right hip revision procedure approximately nine years post-implantation due to liner fracture. The revision procedure was extended to 2 hours 15 minutes as the liner pieces had to be debrided out. It is unconfirmed if all pieces of the liner were removed. It was noted one of the two screws implanted initially may have contributed to the liner shattering.